Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported issue was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the iliac artery. An attempt was made to advance the 7mmx40mmx135cm foxcross to the target lesion; however, the foxcross became stuck inside of the 5fr shuttle sheath and could not advance to the target lesion and could not be retracted from the sheath. The balloon catheter and the shuttle sheath were removed together as one unit. Another balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: radifocus; sheath: shuttle sheath 5f 90cm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.